Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd omnitrope® pen 10 leaked "excessively" once the needle was attached during use, both before and after the 1 mg/day injection, and the consumer went through a 10 mg cartridge in 8 days. The following information was provided by the initial reporter: "she said that she has 3 pens right now and all of them have the same issue. They drip excessively when the needle is attached, both before and after the injection. When she attaches the needle, before she even has a chance to remove the needle cap, the cap has filled up with medication from the dripping, all in just a few seconds. And after she removes the needle from the skin after the injection, there are still drops coming out of the needle. Her son's dose is 1mg/day, so the 10mg cartridge should last 10 days, but each cartridge is only lasting 8 days/doses. She's gone through 7 cartridges so far and none of them have lasted 10 days.¿

Event description:
It was reported that the bd omnitrope® pen 10 leaked "excessively" once the needle was attached during use, both before and after the 1 mg/day injection, and the consumer went through a 10 mg cartridge in 8 days. The following information was provided by the initial reporter: "she said that she has 3 pens right now and all of them have the same issue. They drip excessively when the needle is attached, both before and after the injection. When she attaches the needle, before she even has a chance to remove the needle cap, the cap has filled up with medication from the dripping, all in just a few seconds. And after she removes the needle from the skin after the injection, there are still drops coming out of the needle. Her son's dose is 1mg/day, so the 10mg cartridge should last 10 days, but each cartridge is only lasting 8 days/doses. She's gone through 7 cartridges so far and none of them have lasted 10 days.¿

Manufacturer narrative:
H.6. Investigation summary: two (2) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pens. An injection sequence was executed using a 31g x 5mm bd pen needle and placebo cartridge. The pens were evaluated for leaking from the needle by observing the number of droplets that formed 30 seconds after needle attachment and after administering low dose, mid dose, and high dose injections. For each injection, the 30 second allowance began after a 5 second hold time at the end of injection. Investigator observed droplets forming at the needle tip during the 30 second allowance. The number of droplets observed was as follows: after needle attachment after low dose after mid dose after high dose droplets observed (pen 1) 5 2 4 4 droplets observed (pen 2) 4 3 2 1 based on investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by customer. The reported condition has been confirmed but is not defined in the applicable specification. As a consequence, bdm-ps will not conduct a full root cause analysis. However this complaint is registered in bd complaint system and trend analysis will be performed. H3 other text : see section h.10